Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
It was reported by the physician that there have been a couple of mishaps using the trauma kit. He thinks it is partly human error and the line is too short. The line migrated out so blood and ffp (fresh frozen plasma) was infused into the chest and came out through the chest drain. The line had kinked and they could not aspirate blood back and they tested the position of the line with a small dose of adrenaline to check if the tip was in the correct place and it had migrated out. There were no patient complications. The physician states that the patients survived and are fine.